Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) required corrective maintenance and repair. It was determined at analysis that the device did not allow for stimulation. Upon powering on the unit, it was found to be locked and could not be programmed. Batteries were removed, but the issue persisted. The unit was opened, and the circuit board connections and activation knobs were checked and no physical damage to components or connectors was observed. Consequently, a fault in the printed circuit board (pcb) was noted. The epg was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance and repair. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.